Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that during coil embolization of a posterior communication artery aneurysm, the proximal contact of the coil delivery wire was bent and the detachment of the main coil from the wire required multiple detachment attempts. When the coil was detached, the coil was found to be protruding from the aneurysm. The physician did not take any action because the physician judged that the protruding part was not blocking the blood flow&#56224;there was no impact to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed; therefore a cause of undeterminable will be assigned to the reported main coil long detachment and main coil protrusion. The reported delivery wire kink was most likely due to handling of the device either during preparation for the procedure or during the procedure.

Event description:
It was reported that during coil embolization of a posterior communication artery aneurysm, the proximal contact of the coil delivery wire was bent and the detachment of the main coil from the wire required multiple detachment attempts. When the coil was detached, the coil was found to be protruding from the aneurysm. The physician did not take any action because the physician "judged that the protruding part was not blocking the blood flow". There was no impact to the patient.